Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar spinal canal stenosis procedure or technique used: l3/4 oblique lumbar interbody fusion it was reported that intra-op, a screw could not be tightened and fixed by the flex arm instrument. Another product was used in the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: functional evaluation of returned instrument was able to be tightened without issue. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.